Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. A two-year lot history review shows a total of three (3) devices for this lot number and failure mode. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year review of complaint history revealed there has been a total of 20 reports, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: upon removing vcare, the surgeon should visually inspect the vcare device, and the patient, to make sure that the entire vcare device was properly removed and that no components or fragments of these components were retained in the patient. There are 5 parts/components to the vcare cervical elevator retractor. These are: 1) the balloon; 2) the forward ¿cervical¿ cup; 3) the back or vaginal cup; 4) the locking assembly with thumb screw; 5) the metal shaft and handle with balloon inflation valve. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The customer reported that the device, 60-6085-201a, medium,uterine manipulator, was being used during a hysterectomy laparoscopy/ ureteroscral suspension on (B)(6) 2024 and ¿3 of the vcare size mediums with all the same lot number 202405201 expiration date 2026-05-20 all broke during the case. (Cup tip part all broke off)." Per further assessment it was found that all fragments were retrieved from the patient. The cervical cup detached during the procedure and the uterus was being removed vaginally with the vcare device. The procedure was completed with a 15 minute delay. There was no impact or injury for the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.